Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to okr for evaluation. Okr inspected the device and confirmed the following; the camera cable was damaged. There was leaked at the camera cable due to the physical or chemical stress. The electrical circuit board had failure and the reported event appeared to be caused by the electrical circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) co., ltd ((B)(4)) and found that the endoscopic image of the device was noisy and the endoscopic image was not displayed. And the scope communication error message (e226) was displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is presumed that the image noise and the e226 occurred because unexpected stress was applied to the head part by user¿s handling and the board failed. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.